Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred because the customer mishandled the treatment tool (stent). However, the root cause could not be identified. The event can be prevented by following the instructions for use which state: "warning ¿ never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result." Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported that the gastrovideoscope was used for a demonstration on patient. During the procedure (pancreatic anastomosis), a stent (hot axios, boston scientific) was used. Physician, due to an error, opened the stent in the channel of olympus device clogging the channel. The device was then substituted with another device (olympus, same model) and the procedure was delayed for five (5) minutes. The patient was under general anesthesia at the time of delay. The entire procedure was then delayed for 30 minutes because of other complications related to the stent and the erbe electrosurgical device used during the procedure. The gastrovideoscope was returned and an evaluation at the repair center revealed foreign materials in the channel mount. It was unknown what the foreign material was. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The returned device was evaluated and there were few findings. The suction button does not return due to damaged suction cylinder. There was insufficient suction volume due to clogged suction channel. The ultrasonic probe and tip was damaged due to physical load. Abnormal appearance of bending section was noted due to abrasion of bending section cover joint. The angulation could not be locked due to deterioration of friction plate. Reduced angulation and play of angle knob was noted due to angle wire elongation. Forceps and cleaning brush could not be inserted or removed due to clogged forceps channel. There was operational damage due to physical load and actuator damage due to chemical load. Interference with brush/treatment device was noted. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.